Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of unable to cut; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, lot history and complaint history reviews were not conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe was unable to cut during a procedure. The product was replaced with another probe and the procedure was completed smoothly.